Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.